Manufacturer narrative:
Final analysis found that the pulse generator could not be interrogated, due to a discrepant integrated circuit.

Event description:
It was reported that the pulse generator could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.